Manufacturer narrative:
An olympus field service representative (fse) serviced the device, the customer¿s allegation was confirmed and was due to the leak test connector guide pin worn causing scope fluid invasion and scope communication errors. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center had scope communication error code b30 during a diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and based on the olympus field service engineer¿s (fse) report, it was found that the guiding pin of the leak test module was abraded resulting to the event. Therefore, it was determined that the aberrant communication with the scope occurred due to the abrasion of the guiding pin of the leak test module. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. From the service manual, it was confirmed that b30 error showed the scope communication error, and that it was the message in the case (registry error generation) in which the hard deployment of the scope ID data failed, and that it mainly generated by foreign body attachment and moisture attachment of the electric junction. (See cv-190 service manuals, page 4-41). Olympus will continue to monitor field performance for this device.